Event description:
Pt found tip of fiber in leg. The incision site had not healed and after ultra sound, it was realized that the fiber had broken off in the leg.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed. A small segment of the fiber was returned for evaluation. The segment is .4cm in length, it shows signs of being fired, one end is smooth and the other is jagged. The segment appears to be the tip of the fiber. The exact cause of the complaint is unknown. During the review of the manufacturing records for the possible lots, it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual. (B) (4).